Event description:
A caller reported a pump malfunction where the screen went dark and would not turn on. There was no reported impact on the customer¿s blood glucose level. Technical support instructed the caller to connect the pump to a reliable power source using known working charging supplies, but the pump display did not turn on. The call ended unexpectedly, and technical support planned to attempt a follow-up. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.